Event description:
It was reported that the patient had a electric shock in their right arm. The patient underwent surgical intervention on (B)(6) 2022 and the lead was relocated, resolving the issue.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.